Event description:
It was reported that the right ventricular (rv) lead measured high pacing impedance due to a possible fracture; had high capture thresholds and no capture at high outputs, and was observed with oversensing of noise on rv tip to ring sensing electrogram. The detections were initially turned off. Subsequently, the lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).